Event description:
Involves equipment called invision-plus extension set reference #460206 and #460207 and connector (end cap) reference #415303 manufactured by rymed technologies and purchased from (B)(4) which are being used in the hospital where I am employed. The extension set includes this non-bonded connector (end). The end cap came off and blood poured out from the i.v. The blood sprayed on my arm. I did have some scratches on this arm. This type of event has happened multiple times to many nurses. The former product we used had a bonded end cap.